Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a shoulder arthroplasty due to pain. During the revision, the glenoid appeared loose and there was significant wear on the glenoid surface.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. A 15mm offset humeral head and a 9mm x 42 degree tm stem were returned for review. As returned, the stem exhibits damage at the proximal end and the taper. Bio debris is seen in the trabecular metal. The humeral head was returned with minor wear or scuffs found on the buffed surface. No damage is seen in the taper. Dimensional measurements of both devices are conforming to print specifications. Device history record shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event for both head and stem. This device is used for treatment. Initial product history search conducted on november 11th 2016 revealed no additional complaints against the related part and lot combination for stem and head. It is stated on initial surgery operative notes that, "once again, range of motion and stability confirmed". A definite root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised following a shoulder arthroplasty due to pain. During the revision, the glenoid appeared loose and there was significant wear on the glenoid surface. The rotator cuff was also noted to be damaged in relation.